Manufacturer narrative:
(B)(4). Date sent: 10/31/2023. D4: batch # 325c29. Investigation summary. The product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 (b) reload was received fully loaded with staples with the left gripping surface damaged making the reload nonfunctional. No functional testing was performed due to the condition of the reload. The reported event was confirmed and related to improper use of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 325c29, and no non-conformances were identified. The lot#335c07 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an unknown procedure, the cartridge broke. There was a something like a fine split on the side of the cartridge before firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.